Event description:
Boston scientific received information that upon discharge interrogation, this lead exhibited non-capture. The lead was found to have dislodged. A revision procedure was performed and the lead was explanted and replaced with a longer lead, due to patient anatomy. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.